Event description:
During anesthesia induction in ep room for ablation of ventricular tachycardia, the monitor displaying the patient's vital signs went down and required re-boot. Additionally, following rebooting, the blood pressure cuff failed to record the patient's blood pressure three consecutive times. This event resulted in approximately one minute of no vital signs monitored in a patient with history of episodic ventricular tachycardia. No harm to patient and procedure completed as planned. Approximately 1 week later, a new philips monitor was placed on this anesthesia machine.